Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarm will not function. The key failure is the gear clamp caused leaks.